Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing it was discovered that the tip of the maryland bipolar forceps instrument's conductor wire was damaged. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have damaged conductor wire insulation, and the internal conductor wires were not exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.